Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self-test for two lots performed on two dates. This MFR. Report addresses lot two (2) of three (3). The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022 on a nasal sample using the kit swab. Confirmation testing using another brand of rapid antigen test generated a positive result. The consumer stated they were asymptomatic on (B)(6) 2022 and symptoms were abating on (B)(6) 2022. The patient reportedly received monoclonal antibody treatment and over-the-counter cold medicine on (B)(6) 2022. This was reported to FDA in medwatch report mw5109146.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Reference MFR. Reports: 1221359-2022-02403; 1221359-2022-02755.

Manufacturer narrative:
Investigation report: testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 178268 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 178268 and device part number 195-430h / lot 174766. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 178268 showed that the complaint rate is 0.0004%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.